Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to inject insulin into the cartridge on multiple occasions. Reportedly, the customer believed the issue to be caused by the needle tips bending. However, it was not confirmed. The customer used a new needle/syringe/cartridge and was able to fill the cartridge successfully. There was no impact to the customer's blood glucose level.